Event description:
On 06/01/1998 the account reported an erratic phenytoin result of 7.5 mg/l, which was run on the axsym analyzer. A flag was not given with the result. The sample was later retested and a result of 16.9 mg/l was obtained. According to the account, the pt rec'd treatment based upon the initial result. However, the pt was monitored and the phenytoin level did not go over the therapeutic range. No further info rec'd from the account. No report of injury.